Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a system shutdown involving the heartmate 3 system controller (serial number: (B)(6) could not be confirmed through this analysis. Available information indicated that the pump running symbol was black. It was also noted that the patient changed their batteries, but the issue did not resolve. The controller was exchanged, and the issue reportedly resolved. Multiple attempts were made to obtain log files, information regarding product return, and additional details surrounding the event, but no response was received. To date, no products related to this event have returned to abbott for further evaluation. The root cause of the reported event cannot be conclusively determined through this evaluation. The device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and the records revealed that the controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was received. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic to report that the green pump running symbol went black on the system controller. The patient exchanged their batteries with no resolution of the problem and then replaced the system controller which resolved the issue. The patient believed the pump stopped running and experienced symptoms of heart pounding and diaphoresis. No further alarms were noted after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.